Event description:
It was reported " blood in he iab driveline tubing on a 30cc iab product. They said that the blood appeared yesterday with no alarms on the pump. " patient condition unknown at the time of this report.

Manufacturer narrative:
(B)(4). The reported complaint for "blood in the iab driveline tubing" was not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on this issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported " blood in he iab driveline tubing on a 30cc iab product. They said that the blood appeared yesterday with no alarms on the pump. " patient condition unkown at the time of this report.